Event description:
A cardiomems implant procedure was attempted for a univentricular patient. During implant the physician was unable to detect pulsatility in the patient's pulmonary artery using the right heart catheter. The sensor was presented in to the pulmonary artery but not released in order to test for pulsatility. No pulsatility could be measured using the sensor so the decision was made to abort the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.